Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 310.250 lot: l911004 manufacturing site: bettlach release to warehouse date: 28.jun.2018 the device history record shows this lot of 240 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the returned drill bit is in used condition. The tip is worn, and the shaft shows deep scratches. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due the visible damages on the drill bit the complaint condition is rated as confirmed. However, the visible damages are clearly caused post manufacturing. This drill bit went through different inspections before it was shipped and we assume that such an obvious damage would have been detected during one of these inspections. The deep scratches indicate that long metallic shavings were twined around the shaft and the damage at the tip was caused due to a mechanical overloading situation during use. In this regard, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gff, gfa, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, before osteosynthesis, it was found that the shaft of a drill bit had already been shaven. The surgery was performed for fractures of the distal femur and proximal tibia. The drill bit was not used in the surgery and another one which was possessed by the hospital was used. The surgery was completed with no delay. There was no adverse consequence to the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).